Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred for the transmitter with serial number ni. However, data for the transmitter with serial number (B)(4) was provided for evaluation. The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.